Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive as a root cause for the coronary occlusion remains unclear for the physicians. However, the event could be related to the mechanism above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Valve remains implanted.

Event description:
As reported by our affiliates in (B)(6), post placement of the 26mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach, the procedure the patient had stomach pains and an ultra sound showed blood inside the stomach from the bleeding at the femoral artery. The patient was sent to the intensive care unit and should receive blood bags. Right after the patient got to the intensive care unit he got ventricular fibrillation and was reanimated. But reanimation was not successful. A CT was done post mortem and showed a completely closed right coronary artery. The coronaries were assessed by CT prior to the procedure, at coronary heights were not critical. Valve positioning was very good and fluoroscopy showed no blocking of the coronary ostium. A root cause for the coronary occlusion remains unclear for the physicians.